Event description:
It was reported that during an unknown procedure, device stapled but did not cut. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4)